Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refn1807 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that a PICC was removed because it was unable to flush/ aspirate (no function) and kink along the catheter showed on x-ray. Upon removal there was a kink on the 22cm mark. Details below: inserted to left upper basilic vein. Total of 55cm, 6cm at exit site, kink at 22cm. Inserted on (B)(6) 2021, function lost on (B)(6) 2021, removed on (B)(6) 2021.